Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# unknown, product type programmer, patient product ID neu_unknown_lead, product type lead. Product ID neu_unknown_ext, product type extension, product ID neu_ins_stimulator, product type implantable neurostimulator, product ID neu_unknown_ext, product type extension, product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient was hospitalized as of the night prior to the report for balances issues, falling, and occasional slurred speech. The patient started to have these symptoms after being reprogrammed at the doctor¿s office three weeks prior to the report. Both sides were reprogrammed according to the patient. The right side of the patient¿s body was fine with therapy, but she did not feel she was getting any therapy on the left side of her body. The reporter mentioned that the patient¿s husband tried to shut stimulation off the day prior to the report. The stimulation status was checked using the patient programmer and stimulation was on for both devices. It was noted that the patient had had benefit in the past on both sides, but she mentioned that she would get reprogrammed to address one issue and then a different issue would start to occur. The patient wanted to see a new neurologist and had made arrangements to see a new doctor for possible reprogramming. Additional information was requested, but was not available as of the date of this report.